Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.50/1.00/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced iris transillumination, lens remains implanted. Cause of event was reported to be the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Expiration date: 10/31/2022. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).